Manufacturer narrative:
The local philips rep evaluated the device and resolved this issue by replacing the power pca and the power supply. Since multiple parts were replaced, we are unable to determine the exact cause of the issue.

Event description:
The customer reported recurring extended self test error code 90008 defib failures. There was no report of pt involvement.